Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high impedance was noted on the left ventricular lead. The lead was capped and replaced on 1/13/2020. The patient was stable.

Event description:
Additional information received noted the left ventricular lead had a fracture. The lead was capped and replaced on (B)(6) 2020.